Manufacturer narrative:
Qn#(B)(4). The customer report of a juncture hub leak was confirmed by visual inspection of the customer supplied video. However, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: when the infusion was started, a leakage was noticed at the joint or hub of the catheter. It was necessary to clamp the proximal lumen to stop the leakage and be able to use the catheter, with only 1 functional lumen. Additional information: the patient was treated with prophylactic antibiotics and a new line was placed. The issue was identified during use on patient, there was no reported patient harm or consequence. Patient was reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: when the infusion was started, a leakage was noticed at the joint or hub of the catheter. It was necessary to clamp the proximal lumen to stop the leakage and be able to use the catheter, with only 1 functional lumen. Additional information: the patient was treated with prophylactic antibiotics and a new line was placed. The issue was identified during use on patient, there was no reported patient harm or consequence. Patient was reported as fine.